Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 leads with the same lot. It was reported (united kingdom) the patient lost stimulation several months ago. Reprogramming did not resolve the issue. Diagnostic testing revealed no lead anomalies. X-rays were taken and revealed the leads had migrated. The physician explanted and replaced the leads. Note the patient's leads were placed peripheral, around the hips (off-label use). Post operative the patient reported receiving effective stimulation therapy.